Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery cap contact. The device was received with stripped battery cap coin slot. The unit was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer was having a hard time replacing the batteries of their insulin pump; they keep getting a blank display. The customer stated that they had tried three different batteries. The customer stated that they might have tightened the battery cap too much, and they were unable to remove it. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.